Manufacturer narrative:
B3: date of event, d4: UDI number and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the consumables connections are stiff". There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection, the warmer cover was observed to be cracked. The reported issue was confirmed during functional testing, when a test-disposable would not connect to the warmer. The investigation traced the issue to the device o-ring, which was determined to be worn. However, no definite root cause could be found for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device o-ring was replaced and the device passed all testing.